Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The sensor gave readings at 40 and 50 mg/dl and activate threshold suspend, when the blood glucose reading was 150 mg/dl. The customer was advised on proper calibration and insertion techniques. The customer was not wearing a sensor at the time of the call and was advised that the best time to troubleshoot for the issue is at the time of the event. The customer declined troubleshooting for the threshold suspend alarm.